Manufacturer narrative:
(B)(4). The customer report of peel-away sheath tab broken during use was confirmed by visual inspection of the customer supplied photos. The customer returned one peel-away sheath for analysis. Signs-of-use in the form of biological material were observed on the sheath. Visual analysis revealed that both peel-away sheath tabs were separated from the extrusion. A portion of the proximal end of the peel-away extrusion was still molded to the tabs. The point of separation occurred at the distal end of the tabs. Microscopic examination confirmed the damage and revealed that the point of separation was not uniform. It was also noted that the peel-away sheath was partially split down the score lines. R & d team indicated that this defect likely occurred during the molding process. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage". A device history record review was performed, and no relevant findings were identified. Based on the customer report, the sample received, and the comments from r & d, the observed failure mode likely occurred during the manufacturing (molding) process. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: both tabs broke off when attempting to split the introducer. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Event description:
It was reported that: both tabs broke off when attempting to split the introducer. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4).